Event description:
It was reported there was premature battery depletion. The reporter stated the patient did not like recharging and possibly had difficulty recharging and consequently the device could be non-functional due to multiple overdischarges. The overdischarges were not confirmed though. Impedances on electrode 0 and 1 were also >10,000 ohms. The reporter stated the system was replaced because of the premature battery depletion, the patient's dislike for recharging, and because the device was 5 years old. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Lead model 3487a-33, lot #l59443, implanted: (B)(6) 1999, explanted: (B)(6) 2011; extension model 3708360, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011; recharger model 37752, serial # (B)(4); programmer model 37742, serial # (B)(4). The stimulator system has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.